Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. There was no image from the digital visual interface (dvi) due to a faulty printed circuit board. Dust was found inside the unit and the receptacle was loose. There was a minor scratches on the top cover and front panel and a minor scratch on the rear panel. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A field service engineer (fse) was onsite at a user facility and found the video image was not available on the screen when using the video system center prior to an upper (gi) gastrointestinal procedure. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer, refer to b5 and h6.

Event description:
The procedure was rescheduled and completed the next day with a similar device (loaner asset device). The patient was not under sedation at the time of the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been nearly 7 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was assumed that the board failed due to long-term use. Olympus will continue to monitor field performance for this device.